Event description:
It was reported during routine check, the cardiosave intra-aortic balloon pump (iabp) unit is leaking helium. There was no patient involvement reported.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is leaking helium. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: e1(site country), h6 (type of investigation, investigation findings, component codes, investigation conclusions). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the regulator, hi pressure, helium, o-ring,buna and 300 psi check valve and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.